Event description:
The hcp reported that patient presented for a pump refill with increased spasticity. The pump was refilled and the daily dose of medication was increased from 135mcg/day to 150mcg/day. The next day the patient presented with overdose symptoms. The pump was turned off and it took the patient 6 hours to awaken. The next day the pump was restarted with a daily dose of medication at 130mcg/day. The "patient went extremely flaccid again and they stopped the pump." A follow up report will be sent when additional information is received.